Event description:
The customer reported that a healthcare worker experienced a white colored patch on fingers for several hours after removing a processed biological indicator from a pouch. The employee performed first aid measure of rinsing the finger under water for 5 minutes. She stated that she washed with soap and water as well. The issue resolved without medication. The employee noted no other symptom (i.e. Pain or burning). The healthcare worker was wearing a mask and goggles but was not wearing gloves while removing the package from the sterilizer.

Manufacturer narrative:
The product IFU (instructions for use) reads in part "asp recommends gloves to be worn when handling cyclesure bi as peroxide burns can result if the media ampule is broken..."